Event description:
Related manufacturer reference number: 2017865-2022-13863. It was reported that the patient presented for a scheduled procedure. During the procedure, patient was in ventricular fibrillation. When the leads were connected to the implantable cardioverter defibrillator, the shock impedance was low. The first shock that was supposed to be delivered gave an out of impedance alert. The patient was shocked externally to resolve the vf. The generator was disconnected, and the right ventricular lead was repositioned due to lead noise being observed as well. The generator was attempted again however the device was still unable to deliver a shock. It was discovered that the device circuit was shorted. The device was removed and replaced. Further information was requested however, was not provided.

Event description:
New information noted that the patient was stable post procedure.